Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Sought medical attention in 2002 for an infection and embedment at the ear piercing site. At this time a small incision and simple removal was performed and oral antibiotics were prescribed.